Event description:
An operative report received by medtronic ave reported that a 26 mm diameter x 15 mm diameter x unknown length aneurx bifurcated stent graft was inserted in a male pt with a very long aortic neck. The pt had a history of cholangiocarcinoma and needed to have the aneurysm repaired prior to the tumor being resected. The pt was prepped and draped in the usual fashion. Both common femoral arteries were dissected out. The recommended procedural guide wires, sheaths, and pigtail catheters were used without reported difficulties. The bifurcaed stent graft was placed through the right groin and deployed just at the level of the renal arteries. The right iliac ipsilateral limb terminated in the proximal right common iliac artery. A catheter was passed up through the right limb and used to select the left/short limb of the bifurcated stent graft. A glidewire was advanced down through the limb and retrieved with a snare in the aneurysm sac and pulled out the contralateral (left) groin. The wire was then exchanged for a super stiff wire and the catheter was also exchanged for a stiff wire so that stiff wires were through both limbs. Over the stiff wire, a 16mm diameter x 11.5cm length iliac limb was placed with full overlap into the gate of the short limb and deployed. The iliac limb terminated in the proximal left common iliac artery. An arteriogram on the left side showed the iliac limb covered the entire common iliac artery ending ust short of the hypogastric artery. An arteriogram on the right side showed a long segment of the common iliac artery, which was not covered by the stent graft. An 8.5cm iliac limb was placed into the bifurcated stent graft ipsilaterl right iliac limb, which terminated at the right common iliac bifurcation. All the stent graft segments were balloon angioplastied with a 12mm angioplasty balloon. The completion aortogram showed no endoleak, patent renal arteries and pt hypogastric arteries bilaterally. The balloons, catheters, and wires were removed and the wounds were closed. The pt tolerated the procedure well and was taken to the intensive care unit. The returned goods investigation reveals in two pieces and was retracted 4mm from the stip of the nose cone. There was a twist and stress rings observed at the distal end of the graft cover. The graft cover was broken with some attachment to the slide ring. There was a stress ring distal to the slide ring. The obseved twisting and stretching of the graft cover indicated that the device might have been subjected to excessive torque and longitudinal stress. The stress eventually led to the breaking of the graft cover, but the source of the longitudinal stress cannot be determined.

Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology is unknown. It was reported that the sheath of the iliac stent graft broke during stent graft deployment. The defective device was easily removed and another device was successfully implanted. It was reported that the patient is fine. Receipt of the stent delivery system for evaluation is pending. There is no other information available.